Event description:
During emergency tracheostomy procedure in or, while surgeon started using needle tip cautery, there was a flash fire igniting the drapes. It was smothered with towels and drapes, they flared up again. Pt suffered deep second degree burns, face, right ear and right shoulder. This pt had a large presumptive cancer of larynx - preventing intubation so face mask had to be used.